Event description:
It was reported there was worn gears and incomplete meshing. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 2:1 ratio: catalog #: 00770302000; lot #: 1514528. Z.s.g.m. Cutter 1.5:1 ratio: catalog #: 00770301500; lot #: 1517095. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record determined that the gear was damaged and the cutters were found to fail the mesh test cut due to an incomplete cut. The roller gear was replaced to resolve the reported issue. The cutters were returned without any repairs as they need to be replaced by the account. A definitive root cause cannot be determined. The event is confirmed. Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00702, 0001526350 - 2022 - 00703, 0001526350 - 2022 - 00491. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.